Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, that while using the vasoview hemopro 2 on a large pt, the device quit burning and the wire separated on the jaws. A second replacement device was opened and the same thing happened. A third device was used to complete the procedure successfully. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached at the tip. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010. The device failed the pre-cautery test; it failed to activate. Based on the results of the evaluation the reported complaint was confirmed for "bent wire" and "intermittent continuity". An engineering evaluation was conducted to identify root cause of the confirmed electrical failure. The handle was opened to evaluate the device electrical wiring and continuity. Some evidence of blood was seen in the handle. No defects were observed for the wiring inside the handle. To test the electrical integrity of the jaw assembly, the jaws were disassembled. During this process, it was observed that the wire providing energy to the heater was separated from the primary jaw. This wire is normally welded securely to the primary jaw. The failure of this weld is therefore identified as the root cause of the confirmed electrical failure for this complaint unit. The complete results of the engineering evaluation are available for review as an attachment to the record. The confirmed failure mode "bent wire'' has been investigated in the fir system. A scar was opened in response to the...